Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that they received two cartridges of gamma-glutamyl transferase (ggt) reagent that were leaking from the base. No injuries or exposure were reported. Beckman coulter sent a replacement.